Manufacturer narrative:
The referenced video processor unit was returned to olympus service center for evaluation. The evaluation found the image was flickering. Additionally, the video connector locking latch mechanism was worn out. The service group recommended a software upgrade to the latest version (version 4.10). The defective circuit board was not confirmed. The video processor unit was repaired and returned to the customer. A review of the service history indicates the video processor unit was purchased on december 24, 2012 with no previous repair records. The cause of the reported event could not be determined at this time as the investigation is ongoing. However, if additional information become available this report will be supplemented accordingly. .

Event description:
The service center was informed that during procedure, the evis exera iii video system center had bad color on the image/defective circuit board. No patient harm or injury was reported.